Event description:
The product 2b8087/lot ue114348 was used by facility in compounding baxter 0.9 ns and baxter fentanyl into empty baxter 250ml intravia bags. A pt at hosp who received the compounded product experienced infection. The pt is a male who was admitted to the hosp in 2007,with a head and neck tumor. The pt was ventilator dependent. The pt had a blood culture the next day, that was positive for sphingomonas paucimobilis. The pt required treatment and recovered. This is one of five such cases at hosp.

Manufacturer narrative:
Additional information: there is no 510k number for this product as it is considered pre-amendment. Baxter performed a batch review for the product code and lot number. No discrepancies were found during the manufacturing of this lot.